Event description:
When rn disconnected a secondary set from the primary IV line, the blve silicone in the y-site stuck down and a small amount of fluid, "maybe chemo", "spurted out". The fluid landed on the nurse's gloved hand, uniform sleeve, and possibly on skin.